Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pre-test and prior to delivery, a fly-like object was found on the pediatric tracheostomy tube long cuffless (pdl). There was no patient involvement.

Manufacturer narrative:
The event described in the previous MDR was not a reportable event. A customer previously reported that a foreign material was found on a product. It was later discovered that the foreign material was found on the outside of the shipping package, not on the product. The product was unopened and remained in the sterile package. There was no malfunction of the device. (B)(4).